Event description:
The customer reported that there was a cidex opa leak onto the floor besides the aer. There was no error message and the machine was completing cycles. There was a green thick substance leaking from beneath the machine. The customer wiped up the substance and the next day there was a re-occurrence. There were no physical complaints related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill, capital equipment, evaluated at customer site. The fse found a crack in basin and replaced basin. The fse performed system verification, leak test and ran an empty test cycle. System meets specifications. Results: other: basin.